Manufacturer narrative:
Despite multiple requests, no additional information was received. The device was not returned to the manufacturer for evaluation. Therefore a product evaluation could not be conducted. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the available information, the root cause of the reported event cannot be determined. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. The thermage system technical user¿s manual states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of investigation.

Event description:
Reportedly, multiple superficial skin burn marks appeared over the abdomen aprroximately 6 hours after treatment. The burn marks had a blister-like appearance. Reportedly the system displayed ''maximum temperature reached'' warning during the treatment. The treatment was stopped for a while and then continued. The treatment was performed at the energy level of 2.5. Additional information regarding this event was requested but not received.